Event description:
The physician reported the intraocular lens (iol) decentered due to haptic damage that occurred during the implantation. The iol was removed and replaced without complication 3 weeks after the initial implant date.

Manufacturer narrative:
The iol was received for analysis and inspected under illuminated 10x magnification. The explanted lens was cut in 2 pieces and displayed one distorted haptic. While we were unable to determine the specific cause of this damage, our investigation reasonably suggests, it is not manufacturing related. We will continue to monitor and trend all reports received.